Manufacturer narrative:
On august 22, 2007 the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications.

Event description:
It was reported by the sales rep that black fluid was noted during a procedure; the fluid was observed while the suspect saw was on the back table, while loading the blade. The sales rep also reported the suspect saw was not used during the procedure; another saw was available to complete the case. There were no reports of any adverse patient event associated with this malfunction.